Manufacturer narrative:
Covidien reference # : (B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaws were difficult to open during the first use of the device. There was no injury to the patient.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 01/07/2016. Date of follow-up report: 04/14/2016. One used lf1537 was received for evaluation. Visual inspection of the returned device confirmed that it was jammed closed and could not be opened. Further examination found this to be due to a broken ski guide within the handle, causing it to catch and lock. However, the investigation could not reliably determine the cause of the damage or when it likely occurred. A review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this issue.